Event description:
The ge oec 9800 fluoroscopy system had an issue with the left (live) monitor.

Manufacturer narrative:
A ge oec service representative investigated the issue and found a defective left (live) monitor. The system was tested, and operates as intended. The system was released to the customer for use. No negative patient effect was caused by this malfunction.